Event description:
It is reported that a customer had issues with their new insulin pump. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer did not have the pump with them during the time of the call so trouble shooting was not done. The customer stated that the problem started two weeks prior to the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.